Event description:
It was reported that the patient experienced dissection, acute thrombosis, arrhythmia and intubation. The target lesion was located in the left anterior descending artery (lad) and diagonal. Synergy xd drug eluting stents were implanted, and the patient experienced acute stent thrombosis. The patient was in torsades de pointes requiring defibrillation and intubation. Flow limitation occurred after the stents were initially deployed in the lad and diagonal, possibly due to a distal wire dissection. During the procedure, the patient was administered ticagrelor and cangrelor. The current status of the patient is unknown.